Event description:
Information received from the field does not address the patient's clinical status but notes that after the device was connected to the lead and placed into the pocket, interrogation was not successful and there was no magnet response. The device was successfully interrogated and programmable while it was still in the box.